Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope and was hospitalized. It was also reported inhibited or failing pacing of the implantable pulse generator (ipg). Troubleshooting, diagnostic testing was performed. It was also reported that due to inhibition of ventricular pacing because of cross-talk from atrial pacing pulses. The cross-talk occurred after the end of the ventricular safety pace interval. The problem was solved with reprogramming to a slightly higher sensitivity setting value on the ventricular lead. The ipg and ventricular lead remain in use. No further patient complications have been reported as a result of this event.